Manufacturer narrative:
Continuation of d10: product ID 97745nt lot# serial# (B)(6) implanted: explanted: product type product ID 97745bp lot# serial# (B)(6) implanted: explanted: product type accessory product ID 97745ac lot# serial# unknown implanted: explanted: product type accessory h3: analysis of the battery pack found complaint unverified: battery charged when placed in known good controller and was read by battery pack reader and met specification requirements. No anomalies visually observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported the controller is not charging when plug into the outlet since yesterday. Patient services specialist asked patient to inspect the recharger for damage and patient said there is no visible damage on the recharger cord. Patient stated they are getting no device found message on the controller screen. Patient service confirmed there is green light on the ac power supply cord when plug into the outlet. Patient started charging the implanted neurostimulator and getting message controller battery low recharge the controller. Agent asked patient to inspect the controller port for damage and patient said the ac power cord is little wiggle when plug into the controller. Agent confirmed there is no visible damage on the ac power cord. Patient stated they tried different outlets. Patient provided new address. See email. The issue was not resolved. An email was sent to the repair department to replace the controller device. Patient stated she received the new controller but her li battery is still not charging when connected to ac power - pt connected the controller to ac power w/o the li battery and the controller does not power up but the green light is on the ac power plug. Pt insisted that the li battery needs to be replaced. Pss did try to explain that it is likely the ac power cord that is the root cause but pt wants the li battery replaced.

Manufacturer narrative:
Continuation of d10: product ID 97745nt serial (B)(6) : product type product ID 97745bp serial (B)(6) : product type accessory product ID 97745ac : product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: 97745bp, serial (B)(6) : product ID: 97745ac,: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.